Event description:
It was reported that a progav 2.0 shunt system was implanted initially on an unspecified date. Sometime after the shunt tube was implanted, the drainage was poor. The ventricular bulge was very large; after multiple times of ineffective pressure regulation, the doctor considers that the valve has been damaged. The surgeon removed the three components including the reservoir sac, valve, and gravity valve; after implantation of a new shunt tube, the patient's condition was noted as "better." No further information was available.

Manufacturer narrative:
Additional information / investigation result will be submitted in a supplemental report

Manufacturer narrative:
Serial number was transmitted different on the questionnaire as on the incoming product. Statement: on the basis of juristic requirements and since our tests, e.g. Flushing with liquid, test level measurement and, if necessary, damage due to opening of the valves, influence the product properties we have to get the approval by the attending doctor as a step of safeguard. Unfortunately it was not possible for us to examine the product sent in because, despite four times requesting, the explicit release for investigation was not granted. For this reason, we returned the product for our discharge without examination. It should be noted that deposits are a common cause of blockage or dysfunctions. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. A final conclusion on the suspected blockage and underdrainage is only possible with an examination. Referring to the traceability of the product, we can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. Based on the current information, no further regulatory actions are required from our point of view.